Manufacturer narrative:
(B)(4). On (B)(6) 2020 customer alleged pump has cosmetic damage (cracked battery compartment) due to normal wear and tear. Insulin pump p-cap reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked battery tube threads, cracked case above arrow and battery icon, cracked keypad overlay, and missing display window/cover. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails and cracked battery tube threads was noted. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.